Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to have had their shoulder broken and was experiencing of pain. Their broken shoulder was confirmed via x-ray and the physician thought the break occurred during defibrillation threshold (dft) testing. No changes were made and the s-ICD remains in service. No additional adverse patient effects were reported.